Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 8 of 8 MDR's filed for the same event (reference 1825034-2014-01572 / 01573 & 01717 / 01723).

Event description:
Legal counsel for patient reported that patient underwent total bilateral hip arthroplasties on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, disability and metallosis. No right hip revision procedure has been reported to date. A review of invoice history confirmed both surgery dates and that the modular head and taper adaptor were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.